Event description:
Patient suffered subacute stent thrombosis approximately 3 days post index procedure. Cause of death was also reported to be due to coronary artery disease and uncontrolled diabetes.

Event description:
During the index procedure, the patient had one resolute integrity drug-eluting stent successfully deployed in the lcx. Approximately 3 days post index procedure the patient expired. Cause of death is unknown. Investigator indicated that the event was remotely related to the study device.

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Patient suffered from ischemic cardiomyopathy which resulted in their death. The investigator assessed that the event was possibly related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent thrombosis). Conclusions: inherent risk of procedure ¿ (stent thrombosis).